Event description:
It was reported to philips that the system could not start up. The system was not in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not starting up. Upon troubleshooting, the fse discovered that the host pc was not booting up. Therefore, the fse indicated that the issue was with the software. To resolve the issue, the fse reloaded the system software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.